Event description:
This procedure was performed in (B)(6):the visi-pro stent was advanced using a guidewire. The stent broke apart in the vessel. The broken stent was retreived using a snare. There was no patient injury.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4): single image received.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
A photo image of the stent in a specimen tube was received. The stent exhibited retainer hoops on both sides (proximal and distal) indicating that the entire stent was retrieved intact. The strut configuration was significantly damaged with most of the damage concentrated on one side. The other side was less damaged and showed no indication that it had been significantly inflated (deployed).